Manufacturer narrative:
Device was received at synthes gmbh and is in the evaluation process.

Event description:
Device report from (B)(4) indicates on (B)(6) 2011, the operator was reaming the tibia medulary canal and the 8.5 mm reamer head broke. Two of the broken pieces were not retrieved from the patient.